Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported "pump failed to alarm for upstream occlusion" which was confirmed but not reproduced. During the evaluation,cracks were found on the ultrasonic sensor tail causing it to fail. The failed upstream sensor was replaced. Additional information: (B)(4)

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device failed to alarm for upstream occlusion. There was no patient involvement.